Event description:
Information received indicated the left head siderail would not latch.

Manufacturer narrative:
The hill-rom tech found the latch mechanism was dirty and rusty. He cleaned the latch mechanism to resolve the issue.